Event description:
It was reported to philips that the device exhibited a battery failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the battery is defective. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available there is insufficient information to confirm the reported problem. The remote service engineer provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. The device remains at the customer's site. No further action is warranted at thie time. H3 other text : remote support provided.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the battery is defective. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center. The customer confirmed the problem. Initially the customer was offered onsite diagnostic service if they would pay for it. The customer did not respond to the quote, it expired and the case was closed. However, the customer, months later has again contacted philips for repair on this device for this problem. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life / end of support.

Event description:
It was reported to philips that the device exhibited a battery failure. There was no reported patient involvement.